Manufacturer narrative:
Results: the lantern was kinked approximately 121.0 cm, 122.0 cm, 133.0 cm and 133.5 cm from the hub. The lantern was ovalized from approximately 134.0 to 135.0 cm from the hub. Conclusions: evaluation of the returned lantern revealed a kinked and ovalized device. If the device is forcefully gripped or pinched during preparation, damage such as the ovalizations observed on the return device may result. In addition, if the peel-away sheath supplied by penumbra is not properly used when attempting to insert the lantern into a parent device, additional damage such as kinks may result. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery (sa) using a lantern delivery microcatheter (lantern). During the procedure, the physician placed a non-penumbra catheter in the target vessel. The physician then found that the distal tip of the lantern was kinked prior to insertion into the non-penumbra catheter. Therefore, the lantern was not used in the procedure. The procedure was completed using a new lantern and five penumbra coil 400s (pc400s). There was no report of an adverse effect to the patient.